Manufacturer narrative:
Additional information: the device was not available; therefore, product evaluation on the actual device cannot be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. As part of the device history records review, the sterilization records for this lot were reviewed and this device lot passed sterility test. In addition, the shipment history was reviewed. The device was shipped to the customer approximately seven (7) months prior to the expiration date listed on the package. The IFU (ous) states that the expiration date on the device package (tray lid) is the sterility expiration date. In addition, there is a sterility expiration date that is clearly indicated on the outside of the unit carton. Sterility is assured if the tray seal is not broken, punctured or damaged until the expiration date. This device should not be used past the indicated sterility expiration date. Based on the reported information and current investigation findings, a device malfunction could not be confirmed or identified. The root cause of the reported event was likely due to failure to follow proper implantation instructions. MFR# reference: (B)(4).

Event description:
It was reported that the patient underwent a successful trabecular microbypass stent system procedure. Following the procedure, it was discovered that the expiration date for the implanted stents was listed approximately seven (7) days prior to implant date. There was no report of patient''s injury. Through follow-up, the surgeon conferred with glaukos medical monitor who reported discussing ways to manage postoperative risk, including postoperative standard care. Additional information has been requested.

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon provided the following additional information. Per report, there was no intervention required for the event associated with the right eye (od), and reiterated that there was no adverse patient impact. The most recent patient status was described as maculopathy associated with age related macular degeneration, and the event noted as resolved.